Manufacturer narrative:
Eval summary: the product was not returned for review and no other info about the plate or surgical operation is available. There is not enough info to determine the cause of failure. Review of the device history records was not possible as the product and/or lot number required or retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional info substantive info received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was advised due to a broken femur plate.